Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of "door dammed" messages through history log but could not reproduce during evaluation process. Further evaluation found the lower door hook out of adjustment which likely contributed to the reported symptom. Unit will be reworked to correct this condition.

Event description:
It was reported that a spectrum pump has several instances of "door jammed!" In the history log. It was also reported there was no pt injury.